Event description:
Additional information reported the etiology was the stimulator pocket.

Event description:
It was reported the patient¿s system was infected and the entire system was explanted. Signs and symptoms included tenderness and swelling around incision areas. Laboratory results showed klebsiella pneumonia and citrobacter koseri. The etiology was noted as possibly related to device or therapy and not related to implant procedure. The event resulted in in-patient hospitalization and surgical intervention. The event was resolved without sequelae.

Event description:
Additional information received reported that the entire system was explanted on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type extension. Product ID 3389s-40, lot# va0c852, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).